Manufacturer narrative:
Baxter received and evaluated the device. The reported problem 'white screen' was confirmed during evaluation through visual inspection of the device. Evaluation determined the assignable cause to be an defective processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.